Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported heart failure, hypotension, edema, sepsis, fatigue, and tricuspid regurgitation (tr). Heart failure, hypotension, edema, sepsis, fatigue, and tr are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported hospitalization and medication required were results of case specific circumstances as the patient was hospitalized and medication were provided as treatment. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
This report is being filed due to heart failure and sepsis, requiring treatment. Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with functional tricuspid regurgitation (tr) grade 5, with a right ventricle pacemaker lead. Two xtw triclips were successfully delivered and deployed, reducing the tr to grade 2. Starting in the year 2023, recurrent tr was noted. Per physician, the recurrent tr was unrelated to the triclip device. There was no malfunction observed. On (B)(6) 2024, the patient was admitted to the hospital with hypotension, swelling and redness of the left leg, weak/lethargic. Severe right sided heart failure and septic shock were diagnosed. Medications were provided as treatment.

Manufacturer narrative:
The device remains implanted and will not return. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.